Event description:
The customer stated that the insulin pump alarms and the display goes blank after every battery change. Troubleshooting was performed and the insulin pump continued to alarm. The customer reported a blood glucose reading of 157 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the mother board. Unable to test for any alarms due to the blank display anomaly.